Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturing representative (rep) indicated the extension was replaced and this fixed the patient's impedance issues. It was noted this is conflicting information and follow-up was performed to clarify the impedance issues. Additional review indicates that information from manufacturer¿s report #3007566237-2018-02415 was already reported in this report ( #3004209178-2018-18564). Any additional information regarding that event will be submitted as a supplemental submission to this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: extension. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 12-aug-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported the patient was not having efficacy with the right brain (left body) implant. It was reported that all impedances were normal. The lead was verified by the CT scan to be in the correct position. The patient had reported experiencing localized paresthesias on the left neck. The decision was made by the surgeon to surgically evaluate the extension and the brain lead. The brain lead impedances were checked intraoperatively and were normal. The extension was then removed and a crack in the coating was visualized. The extension was replaced. Impedances were normal throughout. No environmental/external/patient factors were thought to have led or contributed to the issue. The issue was resolved and the patient was alive without injury at the time of the report.

Manufacturer narrative:
(B)(4). Analysis of the extension (serial# (B)(4)) revealed no significant anomaly. The stim extension body outer insulation was mel ted. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep stating there were low impedances prior to the extension replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the physician via the rep stating the cause of the low impedance was not determined. It was reported the replacement extension resolved the issue.